Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was more than 400 mg/dl at the time of incident. The customer declined troubleshooting for a high blood glucose. Customer stated that they set the rest up on her own as she had a dexcom sensor and no meter that communicates with insulin pump. Customer stated that she got new insulin pump blood glucose are very high. The insulin pump will not be returned for analysis.